Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that nursing staff said alarm banners were provided at the central but an alarm did not sound. No patient harm was reported